Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: it was not possible to re-open the instrument after firing it over tissue. Surgery was finished via laparotomy.

Manufacturer narrative:
(B)(4).